Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-08955 and 2015691-2024-08210. Investigation is ongoing.

Event description:
As reported by our affiliates in canada, this was a case with a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, the vessel was not pre-dilated before inserting the delivery system. The delivery system with the valve got stuck in esheath and it was not possible to advance through the calcified and tortuous left iliac anatomy. The delivery system and esheath were removed together. A new esheath was inserted. The esheath was ballooned with a 6mm balloon, and a new valve and delivery system were advanced. However, the new valve and delivery system became stuck at the same anatomic position. Both were again removed together. A non-edwards 18fr sheath was inserted. A 29mm non-edwards valve was successfully implanted. The patient did not suffer any injury. After esheath withdrawal, both esheaths had a split along the liner. The perceived root cause of this event was a combination of calcified and tortuous iliac anatomy. As per pre-decontamination evaluation, the second valve was exposed through the torn sheath liner and had two bent struts outwards.

Manufacturer narrative:
Updated section h6: type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined for any abnormalities and the following was observed: crimped valve: two struts bent at the inflow side. Post-expanded valve: bent struts were corrected. Leaflets were wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Frame was canted. Imagery was provided and the following was observed: a sapien 3 ultra valve crimped exposed through sheath liner. Per the technical summary, the IFU, current risk mitigation's including design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for valve frame damage was confirmed based on evaluation of provided device. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (device manipulation, high push force) likely contributed to the event as reported the patient has "calcified and tortuous left iliac anatomy". Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Additionally, tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side too. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.